Event description:
It was reported to philips that a blue screen occurred during bootup due to a full patient database on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Customer manually deleted archived exams. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).